Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to wound infection, and the culture indicated a methicillin-resistant staphylococcus aureus infection. There were no additional adverse patient effects reported. This ICD was explanted.